Manufacturer narrative:
A ge service rep performed an onsite investigation and was unable to duplicate the problem. The monitor settings and the interconnect cable were checked. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display an image and the screen was black. No pt injury was reported.